Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("essure remnants were embedded into into the cornual myometrium") and embedded device ("coils were partially out of the tubes / essure remnants were embedded into into the cornual myometrium") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("essure remnants were embedded into into the cornual myometrium"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on 05-jun-2014). Essure was removed on 5-jun-2014. At the time of the report, the pelvic pain, device breakage, embedded device, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea, embedded device, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right fallopian tube was cannulated with the essure coil and placed easily and deployed appropriately. This was followed by insertion of the next coil and the left tube that went perfect with proper deployment under direct visualization. Removal details: the tubal ostia were seen bilaterally and no evidence of essure coils was seen. The decision was then made to remove the tubes in their entirety because the coils were partially in the tubes and partially out of the tubes. The tubes were then removed with a combination of bipolar electrocautery and sharp dissection. The essure remnants that were embedded into the cornual myometrium were then teased out and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion ultrasound scan - on 19-mar-2014: unremarkable appearance of the uterus (B)(6) 2014 pelvic ultrasound 1. Unremarkable appearance of the uterus and endometrial stripe; 2. Normal bilateral ovaries; 3. Trace free pelvic fluid, most likely physiologic. (B)(6) 2014 surgical pathology report the specimen is received in formalin filled container labeled with the "bilateral fallopian tubes and essure". Two pink tan fallopian tubes, each with a free and delicate fimbriated end are each 5.5 x 0.5 cm. Extending from the lumen of the proximal end of one tube is a 6.5 cm finely coiled metallic wire. Separate in the specimen container are additional metallic coiled wire, 1.5-4 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, device breakage, embedded device, complication of device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintt fact sheet and medical records. Added new reporters. Added patient's date of birth and essure's indication. Added relevant laboratory data. Added events from pfs: vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea. Added events from mr: device breakage, embedded device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("essure remnants were embedded into  the cornual myometrium") and embedded device ("coils were partially out of the tubes / essure remnants were embedded into the cornual myometrium") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), complication of device removal ("essure remnants were embedded into the cornual myometrium") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014). Essure was removed on(B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved and the device breakage, embedded device, nausea and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea, embedded device, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right fallopian tube was cannulated with the essure coil and placed easily and deployed appropriately. This was followed by insertion of the next coil and the left tube that went perfect with proper deployment under direct visualization. Removal details: the tubal ostia were seen bilaterally and no evidence of essure coils was seen. The decision was then made to remove the tubes in their entirety because the coils were partially in the tubes and partially out of the tubes. The tubes were then removed with a combination of bipolar electrocautery and sharp dissection. The essure remnants that were embedded into the cornual myometrium were then teased out and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion ultrasound scan - on (B)(6) 2014: unremarkable appearance of the uterus (B)(6) 2014 pelvic ultrasound unremarkable appearance of the uterus and endometrial stripe; normal bilateral ovaries; trace free pelvic fluid, most likely physiologic. On (B)(6) 2014 surgical pathology report: the specimen is received in formalin filled container labeled with the "bilateral fallopian tubes and essure". Two pink tan fallopian tubes, each with a free and delicate fimbriated end are each 5.5 x 0.5 cm. Extending from the lumen of the proximal end of one tube is a 6.5 cm finely coiled metallic wire. Separate in the specimen container are additional metallic coiled wire, 1.5-4 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, device breakage, embedded device, complication of device removal. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. New event fatigue was added. Outcomes of pain, cramping and bleeding was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("essure remnants were embedded into into the cornual myometrium") and embedded device ("coils were partially out of the tubes / essure remnants were embedded into into the cornual myometrium") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, asthma, chronic back pain, thalassaemia, hypothyroidism, migraine and sciatica. (B)(6) 2014: surgical pathology report: the specimen is received in formalin filled container labeled with the "bilateral fallopian tubes and essure". Two pink tan fallopian tubes, each with a free and delicate fimbriated end are each 5.5 x 0.5 cm. Extending from the lumen of the proximal end of one tube is a 6.5 cm finely coiled metallic wire. Separate in the specimen container are additional metallic coiled wire, 1.5-4 cm. Concomitant products included buspirone hydrochloride (buspar), gabapentin (neurotin), hydroxyzine, naproxen, oxycodone hydrochloride;paracetamol (percocet) and phentermine. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), complication of device removal ("essure remnants were embedded into the cornual myometrium") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and abdominal pain lower had resolved and the device breakage, embedded device, nausea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, dysmenorrhoea, embedded device, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right fallopian tube was cannulated with the essure coil and placed easily and deployed appropriately. This was followed by insertion of the next coil and the left tube that went perfect with proper deployment under direct visualization. Removal details: the tubal ostia were seen bilaterally and no evidence of essure coils was seen. The decision was then made to remove the tubes in their entirety because the coils were partially in the tubes and partially out of the tubes. The tubes were then removed with a combination of bipolar electrocautery and sharp dissection. The essure remnants that were embedded into the cornual myometrium were then teased out and removed. Essure confirmation test: that my tubes where blocked off but they were unsure at first about the right side. Then assured me that they where blocked off and I had nothing to worry about diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: results: unremarkable appearance of the uterus. Normal bilateral ovaries. Trace free pelvic fluid, most likely physiologic.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, device breakage, embedded device, complication of device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event abdominal pain lower was added. Event onset date were added. Medical history were added. Concomitant drugs were added. In patient tab pregnancy was corrected from yes to unknown. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('essure remnants were embedded into into the cornual myometrium') and embedded device ('coils were partially out of the tubes / essure remnants were embedded into into the cornual myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, asthma, chronic back pain, thalassaemia, hypothyroidism, migraine and sciatica. (B)(6)2014: surgical pathology report: the specimen is received in formalin filled container labeled with the "bilateral fallopian tubes and essure". Two pink tan fallopian tubes, each with a free and delicate fimbriated end are each 5.5 x 0.5 cm. Extending from the lumen of the proximal end of one tube is a 6.5 cm finely coiled metallic wire. Separate in the specimen container are additional metallic coiled wire, 1.5-4 cm. Family history included inflammatory breast cancer (* mother). Concomitant products included buspirone hydrochloride (buspar), gabapentin (neurotin), hydroxyzine hydrochloride (vistaril), naproxen, oxycodone hydrochloride;paracetamol (percocet) and phentermine. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), complication of device removal ("essure remnants were embedded into the cornual myometrium"), abdominal pain lower ("cramping"), headache ("sharp pain in head") and vision blurred ("I dis experience blurred vision after essure"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and headache had resolved, the device breakage, embedded device, nausea and complication of device removal outcome was unknown and the vision blurred was resolving. The reporter considered abdominal pain lower, complication of device removal, device breakage, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details: the right fallopian tube was cannulated with the essure coil and placed easily and deployed appropriately. This was followed by insertion of the next coil and the left tube that went perfect with proper deployment under direct visualization. Removal details: the tubal ostia were seen bilaterally and no evidence of essure coils was seen. The decision was then made to remove the tubes in their entirety because the coils were partially in the tubes and partially out of the tubes. The tubes were then removed with a combination of bipolar electrocautery and sharp dissection. The essure remnants that were embedded into the cornual myometrium were then teased out and removed. Essure confirmation test: that my tubes where blocked off but they were unsure at first about the right side. Then assured me that they where blocked off and I had nothing to worry about. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion; on (B)(6)2012: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2014: results: unremarkable appearance of the uterus. Normal bilateral ovaries. Trace free pelvic fluid, most likely physiologic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, device breakage, embedded device, complication of device removal. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event "sharp pain in head & blurred vision in eyes" were added. Reporter information were added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.